Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged necrosis, edema, or pain are related to promogran protease modulating matrix. It is unknown what medical or surgical intervention was performed.

Event description:
On (B)(6) 2016, the following information was provided to kci by the physician: necrosis and edema occurred after one week of application; "non absorption of material." The patient was allegedly "cured with other medication." The patient's post condition was reportedly "painful." No additional information is available. A device history review and device evaluation of promogran protease modulating matrix (lot number 1509) is currently pending completion.

Manufacturer narrative:
Based on the additional information provided, the physician confirmed no medical or surgical intervention was performed for the alleged necrosis, edema, and pain.

Event description:
On apr 14 2016, the following information was provided to kci by the physician: no medical or surgical intervention was required. No additional information is available.

Manufacturer narrative:
This MDR-3007663067-2016-00002 fu3 is correct information reported in the MDR-3007663067-2016-00002 fu2 sent on sep 08 2016. MDR-3007663067-2016-00002 fu2: this MDR-3007663087-2016-00002 fu2 is correct information reported in the original MDR-3007663087-2016-00002 sent on mar 30 2016. Correction: this MDR-3007663067-2016-00002 fu2 is correct information reported in the original MDR-3007663067-2016-00002 sent on mar 30 2016. The MDR report number was incorrectly stated as 3007663087-2016-00002. The correct MDR report number is 3007663067-2016-00002.

Manufacturer narrative:
This MDR-3007663087-2016-00002 fu2 is correct information reported in the original MDR-3007663087-2016-00002 sent on mar 30 2016. (B)(4) quality compliance specialist determined lot #1509 was not manufactured for promogran product code m772123de that was reported for this complaint. Model #: removed m772123de. Added asku. Lot #: removed 1509. Added asku. Expiration date: removed 01/31/2017. Device manufacture date: removed 02/23/2015. Based on this correction, the assessment remains the same; the physician confirmed no medical or surgical intervention was performed for the alleged necrosis, edema, and pain, therefore not a reportable event.